Manufacturer narrative:
Additional information was received.

Manufacturer narrative:
At the time the event occurred, [(B)(6) 2012], the device was not sold or marketed in the u.s. By edwards, and was not similar to an edwards device marketed or sold in the u.s. On this basis, this event is not MDR reportable. A corrected supplemental is being submitted.

Manufacturer narrative:
A corrected supplemental is being submitted. The event date was reported to be (B)(6) 2012. Although the type of valve implanted was unknown, the article states the patients received either a sapien xt or sapien 3 valve. At the time the event occurred both the sapien xt valve and the sapien 3 valve was not sold or marketed in the us, and was not similar to an edwards device marketed or sold in the u.s. On this basis, this event is not MDR reportable. PMA for sapien xt is (B)(4). PMA for sapien 3 is (B)(4).

Manufacturer narrative:
Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, as reported, procedural factors were likely contributing factors for the stroke. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), per the unpublished article "tavr in low risk surgical patients: a cohort study with a mean follow up of 2 years," 46 patient received a sapien 3 or sapien xt valve. During implant of a sapien valve in the aortic position, the patient had an intra-procedural stroke. The event was a watershed infarction, based on neurological/radiological assessment of the infarction pattern seen on CT of the brain. The stroke was considered to have been induced by intra-procedural hypotension during valve positioning with rapid ventricular pacing.